Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reportable that a homechoice cassette leak from an unspecified location. This occurred during an unknown process step of peritoneal dialysis therapy. The nurse stated that the bed of the patient was wet and they did not know where the leak occurred. Renal therapy services (rts) advised to switch off device and to close the clamps. There was no patient injury or medical intervention associated with this event. No additional information is available.